Manufacturer narrative:
Investigation description: no fault was found with the ilet. No cracks were found on the screen and the sleep/wake button was responding to touch inputs from all fingers even through 4mil nitril gloves. The device was also not found to be falling apart. The adhesive seals were intact and the device passed an ipx8 fluid ingress test (equipment number e0251 with calibration due (B)(6) 2026).

Event description:
It was reported that the ilet¿s sleep/wake button assembly degraded over time, resulting in intermittent inability to wake or unlock the device; the touchscreen was cracked and the device at times would not respond, though insulin delivery reportedly continued. Symptoms included no injury and no clinical effects. Outcomes included temporary device unavailability and user inconvenience. Investigation included complaint record review, device history review, and plans for product return and evaluation. Investigation of this case revealed a suspected mechanical failure of the sleep/wake button and associated front-assembly damage with intermittent touchscreen responsiveness. It was concluded that the event reflects a device mechanical and user interface malfunction affecting wake functionality without patient harm.